Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the battery compartment was cracked with moisture corrosion observed inside; the leak test confirmed the leak. Unrelated to the original complaint, the battery cap was damaged. A test cap was used for the investigation and was able to fully tighten to the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.